Event description:
During ecp procedure; photoactivation alarm #49 return bag/air detected was noted. With approximately 3:00 minutes remaining to treat cells rn contacted therakos regarding the alarm. Air was in the return bag and the return sensor also said it was 0. After manipulating the saline and anticoagulant lines, with the assistance of therakos, rn was unable to finish treating the cells with 1:48 seconds remaining. The blue line was clamped to the patient. 2ml of air was drawn from the lumen; there was a +blood return following. The lumen was flushed per cpg and the patient's vital signs were stable. Blood loss of 68ml. Md was notified as was the rn.